Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
The surgeon deployed the stent inside another stent in the renal artery. After deployment, the stent balloon was not able to be pulled back into the sheath. The balloon and sheath were removed together.

Manufacturer narrative:
Engineering analysis: the returned catheter, which was still within the sheath, was removed from the bio-hazard bag and was decontaminated. The balloon was in good condition with no signs of damage or stress. The catheter shaft was also in good condition but was wavy from being coiled up in the return package. There were no signs of stretching or damage of the shaft caused by excessive pulling. The balloon was outside the arrow introducer sheath more than 1 inch. The introducer sheath was inspected for damage and no damage was seen. The tip of the introducer sheath was not deformed. Tension was applied to the proximal end of the catheter to see if the balloon could be withdrawn into the sheath. The balloon and catheter were pulled back through the introducer sheath very easily with minimal resistance. A 0.014 stylet mandrel was placed in the rx port of the catheter and the balloon pushed back through the introducer sheath. The stylet was removed and the balloon inflated to 16atm. The balloon was then deflated and was again withdrawn back through the sheath with very little resistance. In an attempt to simulate the issue the physician had, the sheath was held down in place in a tortuous fashion and the catheter was then advanced back through the introducer sheath. The balloon was again brought to 16atm and deflated. The catheter was very easily removed. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure. Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (16atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (16atm. Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: the lack of visual damage to the balloon and sheath tip indicate that balloon deflation, balloon refolding, and balloon withdrawal from the stent itself are not root cause concerns for this complaint. Attempts to duplicate the inability to remove the catheter from the introducer sheath could not be replicated. Based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: if a balloon cannot be withdrawn back into a sheath it would cause a prolonged procedure and increase the patients risk by subjecting them to additional medical or surgical intervention. A balloon must be fully deflated before trying to withdraw it back into the sheath in order to prevent further complication and injury to the patient. There are several possibilities that could cause a balloon not to deflate including the viscosity of the contrast material used in inflation and not allowing enough time for the contrast to be completely aspirated prior to withdrawal. It is stated in the instructions for use, "do not force passage or withdrawal of the guide wire or delivery catheter if resistance is encountered."